Manufacturer narrative:
Investigation description. Complaint was confirmed; alert 64 was confirmed through the engineering logs. During testing, the vibration from the haptic motor was triggered through locking and unlocking device, adjusting volume to "silent" in the volume menu, and using the shutdown slider. The alert was unable to be duplicated. As a precaution, the mainboard will be replaced.

Event description:
It was reported that an ilet pump displayed a persistent restart alert 64 and required multiple restarts despite supply changes, consistent with a device mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem, with a mechanical issue identified and potential manufacturing deficiency considered. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.